Event description:
Patient returns for follow-up after battery replacement. Staff obtained some abnormal impedances during surgery that were variable, but ended up with 1 abnormal contact on the left lead, which is the 3 contact; and all but 1 contact on the right side being abnormal. This had been somewhat variable during the surgery, so it was not clear that it was actually a true problem. However, the patient returned with the same impedances during a second visit; and we were unable to make headway against symptoms. Patient reports excellent control of symptoms prior to the battery being depleted, tremor was biggest complaint and that had been well controlled by the stimulator. All the contacts are working on the left lead except the 3 contact and unfortunately this is the 1 contact that is effective against her tremor. There was nothing remarkable about the surgery and no reason to believe that the extensions could have been damaged. Not getting the benefit as before. There is a true electrical connectivity issue. Doctor therefore recommended to patient a return to the or to replace the generator and/or the extensions.